Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was stuck. The device was being used during surgery. There was no injuries. It is unk if delay or medical intervention occurred. There was no additional info provided.